Event description:
Mobi-c p&f us revison surgery for subsidence from information provided, a mobi-c was implanted on (B)(6) 2015. A revision surgery was performed on (B)(6) 2015 due to patient pain and device migration/subsidence. No evidence of osteophyte formation or heterotopic ossification. According to the surgeon the event is probably not device related according to the surgeon.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. After several attempts to obtain information, it was not possible to get the reference and lot number of the product. It was not possible to perform the review of the device history records. The root cause of the event cannot be determined. Requests for additional information did not receive a response no conclusion can be made with available inputs.

Manufacturer narrative:
No investigation possible to date of initial report, as no information available regarding reference and lot# of device. More information were requested. Not returned to manufacturer.

Event description:
Revision due to subsidence and pain. According to the surgeon, event not device related.